Event description:
It was reported that upon an unrelated lead revision, the atrial lead exhibited insulation was damaged due to rib clavicle crush. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)